Event description:
It was reported that there was a thrombus on the access system. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. When the physician positioned the was in the laa of the patient a thrombus formed on the was. The physician had not correctly administered heparin to the patient. The procedure was continued and the physician successfully implanted the closure device in the laa of the patient. There were no other complications that were reported to have occurred during the procedure. While the patient was in recovery they experienced a cerebral vascular accident. A thrombus was removed from the patient at this time. The patient is stable following this event. It was further reported that the patient died.

Event description:
It was reported that there was a thrombus on the access system. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. When the physician positioned the was in the laa of the patient a thrombus formed on the was. The physician had not correctly administered heparin to the patient. The procedure was continued and the physician successfully implanted the closure device in the laa of the patient. There were no other complications that were reported to have occurred during the procedure. While the patient was in recovery they experienced a cerebral vascular accident. A thrombus was removed from the patient at this time. The patient is stable following this event.

Event description:
It was reported that there was a thrombus on the access system. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. When the physician positioned the was in the laa of the patient a thrombus formed on the was. The physician had not correctly administered heparin to the patient. The procedure was continued and the physician successfully implanted the closure device in the laa of the patient. There were no other complications that were reported to have occurred during the procedure. While the patient was in recovery, they experienced a cerebral vascular accident. A thrombus was removed from the patient at this time. The patient is stable following this event. It was further reported that the patient died. It was further reported that the thrombus was retrieved from the middle cerebral artery of the patient.

Manufacturer narrative:
H6 impact codes: f2301 additional device required code added.